Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a lower leg angiogram the hydrophilic coating of the hydrophilic wire was noted to have come off. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the complaint history, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control, and visual of the returned device was conducted during the investigation. One roadrunner uniglide hydrophilic wire guide was returned for investigation. The wire guide was received in the holder. The hydrophilic coating was tested and is not present. The wire guide length and diameter were measured and both dimensions are within specifications. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.